Event description:
Gyrus acmi everest bicoag macro jaw forceps handle broke while coagulating the patient's fallopian tube at which point the handle was not able to be opened or closed. This device was replaced with a "like" device of the same lot number which was utilized for the remainder of the procedure without incident. Diagnosis or reason for use: bilateral tubal ligation.